Manufacturer narrative:
(B)(6). (B)(4). Product analysis: device evaluation anticipated, but not yet begun.

Event description:
Patient demographics: age (B)(6), gender- female initial diagnosis: vertebral column fracture it was reported that on (B)(6) 2015, intra-op, balloon ruptured at 70psi. The event delayed overall procedure time. Kit came in contact with the patient. No patient complications were reported at the event.

Manufacturer narrative:
Additional information: product analysis:during initial inflation, a pinhole was identified near the base of the distal lobe, near the bonding point of the balloon and cannulated tube. Visual analysis shows a very little hole in the balloon. Based on the information provided, visual and functional analysis, the above observations are consistent with contact of the balloon with bone splinters during surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.